Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8100 sn: (B)(4) customer wanted to know what is the cause of this error code. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that he needed to replace the display board in order to correct this error code. The customer said ok and he asked for the part number for the display board and the customer stated that he might just send the unit back for repair. I give the customer the part number to the display board and the customer ended the call. (B)(4).